Event description:
The patient completed the control solution 1 test. The control solution 1 range was 81-123 and the results were 146 and 145. The patient tested again with a strip from a different test strip vial and received a result of 136. New test strips and control solutions were sent to the patient. The patient tested with the new supplies. The control solution 1 range was 82 -126. The results were 129, and 125. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient completed the control solution 1 test. The control solution 1 range was 81-123 and the results were 146 and 145. The patient tested again with a stirp from a different test strip vial and received a result of 136. New test strips and control solutions were sent to the patient. The patient tested with the new supplies. The control solution 1 range was 82 -126. The results were 129, and 125. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.